Manufacturer narrative:
(B)(4). Eval results and conclusion: removal difficulties may be related to guidewire pushing device against aortic wall.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that while the stent graft was being deployed, the tapered tip of the delivery system was getting caught on the top crown of the suprarenal stent, thus preventing the tip withdrawal. On fluoroscopy, it was noted that the suprarenal stent was deflected inward, when the physician tried to pull the tip. The physician tried twisting the delivery system; however, the tip was still getting caught. The physician then pulled the floppy end of the guidewire into the tapered tip, which allowed the tapered tip to bend away from the aortic wall and enabled the device to be withdrawn w/o issues. The delivery system was discarded by the user facility. No clinical sequelae were reported, and the pt is fine.